Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic covering the jaws was coming off. Noticed when device was opened from package. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The silicon insulation was observed to be peeled from the tip of the cold jaw to the center of the jaw, exposing the metal tip of the cold jaw. The peeled silicon was not returned for evaluation. The heater wire was observed to be intact. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled jaw" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic covering the jaws was coming off. Noticed when device was opened from package. A replacement device was used to complete the procedure. No patient involvement.